Event description:
It was reported that the asymptomatic patient presented to the operating room for a normal generator change procedure. During surgical procedure, low r-waves were noted on the right ventricular lead, though no other electrical anomalies were observed as a result. The lead was capped and replaced. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
A partial lead with the connector portion measuring 18.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.